Manufacturer narrative:
On 28 june 2017, the pas visited the laboratory in order to provide applications support. The pas measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer and recorded the corresponding ethanol concentration calculated by the instrument software in each bottle. The variance between the measured and calculated ethanol concentration was found to exceed the acceptable limit in bottles 7, 9 and 10. The ethanol concentration in bottles 7, 9 and 10 was measured as 68%, 92% and 89% respectively and calculated ethanol concentration was 100%, 99.8% and 99.7% respectively. The following information was obtained from evaluation of the instrument logs by the manufacturer: bottles 1-16 inclusive were each not in contact with the corresponding sensor for a period of more than 20 seconds but less than one (1) minute between 11:57 am and 12:15 pm on (B)(6) 2017, which is not sufficient time to replace any of the reagents.; and the station properties for bottles 1-16 inclusive were reset between 11:58 am and 12:20 pm on (B)(6) 2017. Resetting a reagent station sets the concentration to the default value configured in the reagent types definition, unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. A user affirmed in the instrument software that the default concentration of 100% was to be set in each instance. Based on the information provided by the complainant, it was determined that the sub-optimal tissue processing reported was derived from the "dhm 8 hr protocol" comprising 147 cassettes, which started in retort a at 13:23 pm on (B)(6) 2017 and completed at 22:07 pm on (B)(6) 2017; the "dhm 6 hr protocol" comprising 143 cassettes, which started in retort b at 21:01 pm on (B)(6) 2017 and completed at 02:59 am on (B)(6) 2017; and the "dhm 3 hr protocol" comprising 54 cassettes started in retort a at 00:06 am on (B)(6) 2017 and completed at 03:24 am on (B)(6) 2017. The reagent from either bottle 9 or 10 (ethanol) was used for the final dehydration step in each of these protocols. Although the user affirmed in the instrument software that the reagent concentration in bottles 9 and 10 (ethanol) was to be set to the default value of 100% at 12:06 pm on (B)(6) 2017, the actual ethanol concentration of the reagent in bottles 9 and 10 remained unchanged because the bottle had not been removed from the instrument for sufficient time to replace the reagent. The ethanol concentration in bottles 9 and 10 of 92% and 89% respectively, which was measured by hydrometer following completion of the three (3) protocols from which sub-optimal tissue processing was reported by the complainant, confirms that the reagent was not replaced in either instance. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument operated within specification during execution of the "dhm 8 hr protocol" started in retort a at 13:23 pm on (B)(6) 2017; the "dhm 6 hr protocol" started in retort b at 21:01 pm on (B)(6) 2017; and the "dhm 3 hr protocol" started in retort a at 00:06 am on (B)(6) 2017. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 12:06 pm on (B)(6) 2016. The facts suggest that manual replacement of the reagent in bottles 9 and 10 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
A leica biosystems product applications specialist (pas) received a complaint that sub-optimal processing of tissue samples had been identified from three (3) processing runs, which completed on either (B)(6) 2017. The pas documented the following additional information: "tissue lacked nuclear detail and obvious blue hue.. Specimens were fine to cut however the morphology was poor. Customer mentioned that for some specimens morphology improved when block was recut and stained however there are some biopsies that are still currently not diagnosed." On 04 july 2017, the complainant provided the following information to the pas regarding the final status of the tissue samples exhibiting sub-optimal tissue processing: "from what I believe all the cases have now been reported with a diagnosis. I do believe some reports went out with a comment about processing artefact making some interpretation difficult."